Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that healing abutment (hc343) could not seat into the implant. Another healing abutment was placed to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A heal collar 3.5x4.5, 3mm (item # hc343) was returned for investigation. Visual inspection of the as returned product identified evidence of cross-threading damage to the healing collar threads. Functional testing was performed for the returned product and found that the abutment could not effectively merge with compatible in-house testing implants. Pre-existing conditions are not applicable to this type of event. The reported device is not reported to have been placed due to the reported event. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018091008). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018091008) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not seat) or device (hc343). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed.